Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced generalized bleeding from an unknown source during impella support. The patient went to the operating room and was transfused with 4 units red blood cell, 2 units of platelets and 4 units of fresh frozen plasma to counteract the bleed. Support with the implanted pump continued following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The device was not returned by the medical facility, only the clinical report was evaluated. The root cause of the patient injury is patient condition. It was reported that patient was taken to or for generalized bleeding and there was no additional information that was provided that identifies as the potential cause for bleeding. It was mentioned that there was no clear source that was identified and there were no details that can be verified that related impella 5.5 for the cause of bleeding.